Event description:
When physician decided to insert iabp, the iabp would not pick up an EKG tracing. Tried new leads from another machine and still would not work. Changed to another iabp and EKG tracing was present. The iabp needed to be "pump from the EKG and not pressure."